Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic whipple surgery, when clipped hepatic artery branch, device showed that the outer layer could not fire other clip. A new package of product was reopened to complete the case. There was no patient injury.